Event description:
It was reported that an arteriotomy closure of a mildly common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, the device was deployed and the knot advanced towards the top of the artery; however some bleeding was still observed. Manual arterial compression was used to achieve hemostasis. About one and a half hours later the patient was still in the recovery room and started to feel that the groin was warm. It was observed that bleeding was present in the groin and manual compression was used to stop the bleeding. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined, however, mild calcification in the common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.